Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterine cavity and perforation") in a 28-year-old female patient who had essure ((B)(4)) (batch no. 623458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient started amitriptyline at an unspecified dose and frequency. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient had essure ((B)(4)) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain, pain"), anxiety ("mental anguish"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, 2 months 11 days after insertion of essure ((B)(4)), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (underwent a device removal operation due to complications- hysteroscopic removal). Essure ((B)(4)) was removed on (B)(4) 2007. At the time of the report, the uterine perforation, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, depression and fibromyalgia outcome was unknown, the pelvic pain and dysmenorrhoea was resolving and the dyspareunia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure ((B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-sep-2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterine cavity and perforation/ expulsion of essure device.") In a 28-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient started amitriptyline at an unspecified dose and frequency. In (B)(6) 2007, the patient experienced anxiety ("mental anguish") and depression ("depression"). In 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, 2 months 7 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain, pain"). On (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent a device removal operation due to complications- hysteroscopic removal). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the uterine perforation, menstrual disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, anxiety, depression, fibromyalgia, urinary tract infection and vaginal infection outcome was unknown, the dysmenorrhoea and pelvic pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received- new event urinary tract infection, vaginal infection, lower abdominal pain were added. Concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterine cavity and perforation") in a 28-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient started amitriptyline at an unspecified dose and frequency. In march 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In may 2007, the patient experienced pelvic pain ("pelvic pain, pain"), anxiety ("mental anguish"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, 2 months 11 days after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (underwent a device removal operation due to complications- hysteroscopic removal). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the uterine perforation, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, depression and fibromyalgia outcome was unknown, the pelvic pain and dysmenorrhoea was resolving and the dyspareunia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2007 and removal date (B)(6) 2007 added. Lot number added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish, depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and fibromyalgia added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterine cavity and perforation/ expulsion of essure device.') In a 28-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline since (B)(6) 2005, nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced anxiety ("mental anguish") and depression ("depression"). In 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 7 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain, pain"). On (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent a device removal operation due to complications- hysteroscopic removal). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the uterine perforation, menstrual disorder, abdominal pain lower, anxiety, depression and fibromyalgia outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection, vaginal infection and pelvic pain had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: event outcome of pelvic pain, menorrhagia, vaginal haemorrhage , urinary tract infection and vaginal infection was updated as recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and pelvic pain ("pelvic pain"). The patient was treated with surgery (underwent a device removal operation due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the uterine perforation, menstrual disorder and pelvic pain outcome was unknown. The reporter considered menstrual disorder, pelvic pain and uterine perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.